Event description:
It was reported an angio-seal vip was selected for use. The post femoral artery angiography was unremarkable. The positioning was good, but oozing at the site was observed. The patient's groin was tender and painful at the time of deployment. There was significant patient movement observed during deployment. The sheath exchange was without complication. The deployment was delayed to give patient fentanyl. At the time of deployment, the device engaged with some difficulty with locking of the device. There was evidence of that the device was in the artery and good bleed was noticed back through the locator. The device was only able to be pulled out one inch. A surgeon was notified and the patient was sent to emergency surgery for device removal. Surgical reports were received with the event reported. In 2009, a right groin exploration and direct repair of the right femoral artery was performed under general anesthesia. The angio-seal device entrance was found just below the inguinal ligament. A small incision was made longitudinally in the artery of several millimeters and the device was removed. The artery was closed and the patient returned to the recovery room in stable condition and discharged the next day. The patient was taking medications of norco, methotrexate, neurontin, mobic and orencia; plavix and integrelin were given in the cardiac cath lab. A radiographic paper print image was also sent with this event but it was of poor quality. The patient is scheduled for a follow up visit in three weeks.

Manufacturer narrative:
One each of the following components from a 6f angio-seal vip were returned for evaluation, hemostasis sheath and carrier tube assembly. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The anchor was loosely posted against the monofold consistent with partial suture extraction. The suture loop had been partially severed consistent with cutting. Several areas of sheath damage were noted, including a kink at the distal end of the hemostasis hub. The anchor was grasped and the suture extracted; no functional anomalies were noted. The deployment sleeve was detached from and then reinserted into the hemostasis cap; no functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was followed by the appropriate signature and date, indicating the process was performed in accordance with st jude medical specifications. There was no evidence found to suggest the incident was due to an intrinsic defect in the angio-seal device, as supported by the review of the manufacturing traveler and the analysis performed. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient's vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.